Manufacturer narrative:
Complaint was confirmed for straight shots due to a broken tip. The device appeared to have exposed to some type of excess stress causing the tip to break.

Event description:
It was reported that the device produced straight shots.